Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, redness, infection, and pus, underneath sensor pod area only. The patient was seen by an hcp and the skin reaction was treated with a prescription an oral antibiotic, flucloxacillin 5ml 4 times a day for 7 days. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.